Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm. The customer stated that they had high blood glucose of over 600 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. Troubleshooting was done. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer performed displacement test and the insulin pump passed. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.